Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: the device evaluation has been completed. The device was inspected, and tip dome the pebax sleeve was damaged with a reddish-brown material inside the pebax sleeve. Then, during the second visual analysis it was confirmed that the reddish material was inside the pebax and a hole on the pebax surface was found. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device with lot number 30243661m, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s reference #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that after inserting the thermocool® smart touch® sf bi-directional navigation catheter into the ventricle, zeroing was obtained. Then after identifying the origin of the arrhythmia, ablation was conducted the contact force suddenly soared and became hi. The cable was changed but the issue continued, the issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported issue of high force is considered not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 12/10/2019, the complaint product was received by the biosense webster inc. Product analysis lab for evaluation. Initial visual inspection found that approximately 4 mm from the distal end of tip dome the pebax sleeve is damaged. Inside the pebax sleeve is a reddish-brown material. The findings were reviewed and the surface damage was unclear therefore the findings were assessed as not MDR reportable. The potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/18/2019, during a second visual analysis, the thermocool® smart touch® sf bi-directional navigation catheter was inspected and the hole was found on the pebax surface. The findings of a ¿hole in the pebax¿ was assessed as an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 12/18/2019 and reassessed this complaint as MDR reportable.